Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. Unit received moisture damaged at motor. Unit received with minor scratched display window.unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump became wet and has moisture damage and a blank screen. The customer's blood glucose reading was 400 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.